Event description:
Additional information that the lead was explanted and replaced. The patient was doing great. There was no allegation of electrical anomalies against lead, just that it was positioned in non conductive tissue.

Manufacturer narrative:
The lead exhibited normal electrical characteristics.

Event description:
It was reported that during a normal follow-up high, out of range, pacing lead impedance was noted. The impedance had been gradually rising. Capture threshold was also noted to have increased slightly. Patient is not pacemaker dependent. The lead will be monitored. Patient condition was fine.